Event description:
The surgeon position the screw where it centralized. In this position, the screw butted up against the cortisy which is hard. The surgeon made several attempts to torque the screw in. The screw would not go and snapped. The surgeon repositioned a second screw and it worked. The surgeon acknowledged the first attempt was not executed properly.